Event description:
It was reported a fluency tracheobroncial stent graft was placed for an av acess fistulagram evaluation in the left forearm. During a CT scan eleven months later, it was discovered to be fractured. No pieces had migrated. The doctor placed another fluency tb stent graft inside of it. The stent graft remains implanted in the patient.